Manufacturer narrative:
The synergy megatron mr us 5.00 x 8mm stent delivery system (sds) was returned for analysis inserted through the reported 6f runway guide catheter on a 0.014inch size guidewire. No stent was returned as the stent was implanted in the patient. An examination of the balloon noted that the balloon was bunched towards its distal end and the balloon was forming a fold over the tip. There was contrast media visible inside the balloon. A visual, microscopic and tactile examination of the hypotube shaft found no damage.

Event description:
It was reported that balloon deflation issues occurred. The target lesion was located in a non- tortuous and moderately calcified left main coronary artery. A 5.00 x 8mm megatron drug-eluting stent was selected to use but during nstemi, there was extreme difficulty removing the stent and it was noted that there was an uncomfortable amount of time required to deflate the balloon. During balloon deflation, the patient was stable and did not feel any symptoms. When the balloon was about to be removed, it got stuck in the 6f cls 3.5 guide catheter. Eventually, the whole guide system and stent delivery had to be removed as a unit. The stent was deployed at 18 atmospheres (atm) and the balloon was re-inflated to 20 atmospheres (atm). The procedure was completed with this device and no patient complications nor injuries reported. It was further reported that there was no difficulty advancing the device over the wire through the 6f runway guide catheter. The stent was deployed with no issue using two inflations with an encore inflation device, the first at 18 atm and the second at 20 atm for 10 seconds. The stent was fully deployed with no issues and remained in the lesion.

Event description:
It was reported that balloon deflation issues occurred. The target lesion was located in a non- tortuous and moderately calcified left main coronary artery. A 5.00 x 8mm megatron drug-eluting stent was selected to use but during nstemi, there was an extreme difficulty removing the stent and noted that there was an uncomfortable amount of time to deflate the balloon. During balloon deflation, the patient was stable and did not feel any symptoms. When the balloon was about to be removed, it got stuck in the 6f cls 3.5 guide catheter. Eventually, the whole guide system and stent delivery had to be removed as a unit. The stent was deployed at 18 atmospheres (atm) and the balloon was re-inflated to 20 atmospheres (atm). The procedure was completed with this device and no patient complications nor injuries reported.

Event description:
It was reported that balloon deflation issues occurred. The target lesion was located in a non- tortuous and moderately calcified left main coronary artery. A 5.00 x 8mm megatron drug-eluting stent was selected to use but during nstemi, there was extreme difficulty removing the stent and it was noted that there was an uncomfortable amount of time needed to deflate the balloon. During balloon deflation, the patient was stable and did not feel any symptoms. When the balloon was about to be removed, it got stuck in the 6f cls 3.5 guide catheter. Eventually, the whole guide system and stent delivery had to be removed as a unit. The stent was deployed at 18 atmospheres (atm) and the balloon was re-inflated to 20 atmospheres (atm). The procedure was completed with this device and no patient complications nor injuries reported. It was further reported that there was no difficulty advancing the device over the wire through the 6f runway guide catheter. The stent was deployed with no issue using two inflations with an encore inflation device, the first at 18 atm and the second at 20 atm for 10 seconds. The stent was fully deployed with no issues and remained in the lesion.